Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had an error with the e-100. The customer tried 2 different vessel sealer (vs) instruments with e-100 and both did not work. The customer plugged vs in integrated electrosurgical unit (iesu/erbe) and continued. The customer had restarted the e-100 with no change. The customer had white power button, but e-100 would not work with vs instrument. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system powered up as usual without complication and it initially powered on without errors. Then a new vessel sealer instrument was opened and tried out. None of these were successful. The procedure was completed robotically with the erbe.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and failure analysis (fa) investigation could not replicate the customer reported complaint. The e-100 was installed onto the test system and it worked fine with vessel sealer instrument installed. Fa used the vessel sealer extend instrument with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.